Manufacturer narrative:
The user facility report (ufr) was the only source of information; the hospital did not involve the local dräger s&s organization into any follow-up measures and did not provide additional details upon request. A case-specific evaluation is not possible. The following can be derived from the ufr: the device reportedly performed reboots intermittently. A reboot is the specified behavior to overcome interrupts in the processing of sw routines that cannot be rectified by other means. The device will briefly power off and back on and continue ventilation with the latest settings if the reboot remedies the error condition. A typical reboot lasts approx. 12 seconds; the device opens the airway system to ambient during this time to allow spontaneous breathing. The exact root cause cannot be derived from the information supplied with the ufr. However, based on experience, the most likely explanation would be that the device was put into operation with a worn internal battery and that a second fault condition came into effect. An example for such condition would be internal overheating. When the temperature inside the device is too high, the sw switches off the power supply to allow it to cool down, operation will be continued on battery then. But if the internal battery is not able to supply the device with energy for a certain period of time, a reboot will be triggered, and the device will resume operation on mains supply. But when the temperature inside the device is still high after the short sequence of battery operation, the power supply will be switched off again, and reboots in a row will occur. If the postulation is correct, the reported event must be attributed to lack of preventive maintenance and to failure to follow the instructions of the manufacturer; the IFU "emphasizes" that availability of the internal battery shall be checked prior to each new ventilation episode. The aforementioned is only one example for an imaginable scenario; other explanations may apply as well; a further differentiation is not possible due to the limited information. It is recommended to the hospital to have the device checked by trained service personnel.

Event description:
It was reported that the device performed intermittent reboots during a running ventilation episode. The users reportedly replaced the device in a controlled maneuver; health consequences for the patient did not occur.